Event description:
This customer observed lower than expected theophylline quality control results while using vitros chemistry products theo slides when processed on a vitros 350 chemistry system. Biased patient results of the direction and magnitude observed could lead to inappropriate physician action should they occur on patient samples. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that lower than expected vitros theo results occurred on diluted control fluids processed on the vitros 350 chemistry system. An ocd field service engineer adjusted the dilution cup module to mitigate the issue and return the system to expected operation. Subsequent phyt results on the diluted control fluids were acceptable. The root cause of the event is instrument related.